Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Review of the case during complaint meeting on (B)(6) 2017 : bleeding normal but surgeon shouldn't have inserted device while bleeding. Cause due to user error.

Event description:
Mobi-c p and f us : bleeding while implanting device. When implanting the mobi-c, the implant was placed and slowly tapped the inserter so it was in contact with bone. The patient was bleeding a lot and it needed to be addressed with surgiflow. When taking the implant out, one of the implant endplates came apart from the inserter. No impact to patient nor delay in surgery was completed with another implant, same size.